Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was using tandem-provided charging cable and a non-tandem provided adapter to charge the pump. A replacement pump was sent to the customer to resolve the issue. There was no adverse impact to the customer's blood glucose level.